Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected no delivery alarm/occlusion during priming anomalies noted. Insulin pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.